Event description:
A malfunction alarm with code malf 12 was reported, and there was a notable absence of impactful events prior to its occurrence. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the customer in doing so, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to get back in touch if the issue arises again, and they acknowledged the guidance provided.